Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. The following information was requested, and the following was received: if this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. What are the procedure name(s) and date(s)? Brain tumor and lumbar spine. What is the quantity involved per procedure? I don¿t know. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. Status of product return? Available for pickup, coordinating with the quality department. The following information was reported: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/outcome/consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events.

Event description:
It was reported that a patient underwent a neurosurgical procedure in 2024 and suture was used. During the procedure, it was observed that the suture was not meeting quality standards; tends to be cut under minimal tension. It was also noted that the caliber does not correspond to the one indicated on the packaging. Sometimes the needle is disconnected. The surgeon stated concern that there could be a risk to patient safety and a compromise to procedure effectiveness due to the nature of the procedures. There were no patient consequences reported. Additional information was requested.